Event description:
Revision surgery - broken stem on tibial poly due to patient wear.

Manufacturer narrative:
Very little information provided. Encore will continue to research this complaint and will submit a follow-up report when additional information is received.